Event description:
Additional information: additional information later noted that the patient was admitted on (B)(6) 2011 with fever, seizures, and possible (B)(6) urinary tract infection (uti). A prolonged general seizure was described as having occurred the night prior to admission. The patient received ativan and fosphenytoin. It was noted that the patient had "been very well controlled with his anti-epileptic medications before this episode". The patient was febrile since (B)(6) 2011; and his fevers had been as high as 103 degree f. The patient was noted to have had a dry cough when his fever was high. The origin of the fever was unknown, and it was initially thought that the seizure could be related to fever. The patient's family indicated that the patient was at his baseline neurological status, and his interactions were within normal expectations. Upon examination it was noted that the patient was hypertonic, and had a faint macular rash over the face and neck; blanching. A chest radiograph was determined as being not consistent with frank consolidation. Labs were performed on (b)(46) 2011, and (B)(6) 2011. Urinalysis was performed with concerns for infection due to a "large leukocyte esterase finding". In regards to the uti and positive culture, the bacterial count was "low"; and they were waiting on repeat culture results. The patient was treated empirically with cefixime and clindamycin. Later on (B)(6) 2011, (B)(6) was determined via a positive culture; and ampicillin and gentamicin was administered. The patient's symptoms were noted as having improved since starting the antibiotic treatment. The patient was discharged. The patient was again admitted on (B)(6) 2011. Baclofen pump cultures were found to be positive for presumptive pseudomonas, with positive cultures also from the cerebral spinal fluid. The baclofen pump was removed. The pump was last refilled with 20 ml on (B)(6) 2011. It was indicated that the "hcp thought the meningitis was found at the pump site". Following the pump explant the patient was started on baclofen and propanolol "per tube", and however he began to develop severe withdrawal. The patient was examined on (B)(6) 2011 and "cpmr with baclofen pump, now with meningitis" was noted. It was further indicated that upon examination the patient had arching, scoliotic ("not directed in responses"), had a soft belly, and contractures. The patient had required mechanical ventilation due to acute respiratory failure. Acute cardiovascular failure with shock was also noted. The patient was preparing to have an MRI, was sedated; and upon sedation went into cardiopulmonary arrest and expired. It was questioned whether the death was device related, however and autopsy was declined. It was however further clarified that the "cause of death was meningitis, secondary to cerebral palsy". It was noted that the patient experienced "agitation/spells". Interval history included: "baclofen withdrawal controlled on dexmedetomdine, cardiopulmonary arrest with induction for intubation in MRI scanner, rosc after multiple rounds of epi and CPR; required high dose infusion to maintain rosc". Prior to arrest "the patient had good aeration without rales or rhonchi, slightly diminished on left side, no murmur or gallop; strong pulses, brisk cr". A cardiac diagnosis of hypertension was indicated. A chest x-ray/radiology diagnosis was noted as being unchanged from previous x-ray; no consolidation, and some peribronchial cuffing was indicated. In regards to the patient's acute cardiopulmonary arrest with rosc requiring mechanical ventilation and high dose entropy, it was the wishes of the patient's family to withdraw care. The patient was previously prescribed multiple medications, some of which included: amlodipine, glycopyrrolate, zonisamide, lisinopril, zolpidem, oxcarbazepine, montelukast, clonazepam, albuterol, lorazepam, cetirizine, budesonide, clonazepam, and linezolid.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced bacterial meningitis after the pump system was implanted. Medical options, including device explant, were being considered. The reporter indicated the plan was most likely to administer intravenous baclofen to the patient and monitor the patient for many days. A follow-up report will be sent if additional information becomes available. Baclofen was intrathecally infused at a daily dose of 1700 mcg/day.

Event description:
It was later reported the patient presented to the ER in (B)(6) 2011 with signs of an infection, including: high fever, increased spasticity, and general illness. After running the appropriate tests, it was determined the patient had meningitis. Per the reporter, meningitis was present in the patient's csf. Because of the meningitis, the pump was removed. Per the reporter, the pump was removed not because the physicians believed it was the cause of the meningitis, but because of the belief that any device in the intrathecal space was not beneficial to a patient with meningitis. The patient was sent to the picu following the pump removal for management of both the meningitis and potential baclofen withdrawal. Unfortunately, the patient was very sick and was not able to recover. The patient expired due to meningitis. The reporter did not know the exact date of death, but knew the death occurred sometime in (B)(6) 2011. The cause of the meningitis was unknown. There were no signs of redness or swelling at the pump site noted prior to the event. The drug in the pump was lioresal 2000 mcg/ml.

Event description:
On (B)(6) 2011 the patient experienced overdosing of baclofen. The pump was refilled on (B)(6) 2011. He was arching his back and had a facial expression of a furrowed brow. In general he did not look happy or comfortable. It was unclear if the drug being administered via the pump was gablofen or lioresal. The patient's temperature reached 104 degrees. His seizures lasted hour long and had multiple episodes of gtc activity. On (B)(6) 2011 he had a fluoroscopy and a CT scan. Fluoroscopy results showed the tubing and catheter to be intact. A CT scan without contrast showed no obstruction of contrast of flow. His pre-existing condition worsened. An x-ray on (B)(6) 2011 showed no evidence of kinking or disruption of the catheter (normal results). The pump system was considered to be "contaminated". The lab work was positive for miscellaneous fungus culture.